Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of the high drain 101 alarm. A review of the service history of the device revealed no previous device servicing that could cause or contribute to the reported problem. During evaluation, external and internal visual inspections were performed with no issues noted. The device was determined to meet functional and electrical performance specification requirements per return instrument test/evaluation (rite) testing. The device pneumatic system was analyzed and all pressures were found to be correct and stable. The device performed a short simulated therapy with no issues noted. Upon conclusion of the investigation, it was determined that the cause of the iipv event was due to a false empty detect and use error, further specified as the initial drain alarm setting was inappropriately programmed. The homechoice and homechoice pro apd systems patient at-home guide warns that ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ a review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 101 (night drain #1) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. A swap of the device was initiated and the technical service representative discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrives. There was no patient injury or medical intervention associated with this event. No additional information is available.